Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the surgeon monitor of the navigation system was "flickering". There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Initial reporter name was updated. The monitor was returned to the manufacturer. Functional testing found that the component monitor was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.